Event description:
It was reported the subject device exhibited adhesion of a white substance on biopsy valve lid. The issue occurred during reprocessing for a diagnostic upper endoscopy/colonoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name:(documented here in it's entirety due to character limitations in respective field): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: h8. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, analysis of the components of the collected foreign material confirmed that it was organic silicone derived from tap water and/or chemicals and was not a component derived from the endoscope. As the organic silicone detected from the foreign material was not a component derived from the endoscope, but a component of an anti-foaming agent, it is likely that the material adhered from the outside. Insufficient rinsing and/or drying may have led to the material not being removed. The event can be detected by following the instructions for use, which state: gif-1200n operation manual 3.4 inspection of accessories inspection of the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.